Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and additional information obtained from the customer (identified via b5). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was confirmed during evaluation, though, what the material is could not be identified. It is likely the foreign material may not have been removed due to physical damage on the device even if reprocessing was conducted properly. The user can decrease and prevent occurrence of the suggested event by handling the device in accordance with the following instructions for use (IFU): "do not strike, hit, or drop the endoscopes distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor the field performance for this device.

Event description:
Additional information received identifies: prior to returning the device, the customer confirmed the following about the reprocessing of the device: (a.) There was no malfunction of the reprocessing equipment, (b.) There was no delay in the pre-cleaning, (c.) The surface was wiped during pre-cleaning, (d.) And the surface was wiped/brushed during manual cleaning.

Event description:
The customer reported to olympus that the distal end cap of the evis exera ii gastrointestinal videoscope was broken. The issue was found during maintenance. There was no patient involvement. The device was returned and an evaluation at the repair center revealed, the connecting tube had foreign material on the grooves of the scratches on the tube. This report is being submitted for the malfunction found during the device evaluation.

Manufacturer narrative:
The customer returned the device for evaluation and the customer allegation was confirmed. The plastic distal end cover has a crack. The distal end insulation inspection was not possible due to a crack on the connecting cover. Device evaluation could not confirm the type of foreign material on connecting tube , however, it seemed to be remains from previous procedures. Additional findings are as follows: (a.) The air/ water cylinder had discoloration, (b.) The suction cylinder had discoloration, (c.) The right/ left knob was shaved, (d.) The up/down knob was shaved, (e.) The grip was shaved, (f.) The switch box has a dent, (g.) The electrical connector has corrosion, (h.) Due to a crack on objective lens, the image has dark area partially, (I.) The light guide bundle has breakage, (j.) The objective lens has a scratch, (k.) And the light guide lens has a crack. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.